Event description:
The patient initially reported to nyxoah staff that the activation chip was not functioning properly. Bent pins were observed, which may explain the lack of stimulation. The activation chip was replaced; however, the patient continued to experience no stimulation or tongue movement following the replacement. X-rays were taken, but the results were not provided to nyxoah. The health care provider and the patient elected to proceed with revision surgery on (B)(6) 2025, during which the implantable stimulator was successfully replaced. No additional information is available at this time.

Manufacturer narrative:
1. Visual inspection: the implantable stimulator (is) is divided into 12 inspection areas. Overall, the physical integrity of the unit appears intact. A minor defect was observed in the silicone encapsulation (area 2), and blood residues that could not be removed during the cleaning process were noted (area 1). 2. Functional testing: the explanted unit was tested using the same procedure. All electrical functions were found to be out of specification. No stimulation was delivered by the electrode pads, and the antenna resonance frequency was also outside the acceptable range. 3. Conclusion: the implantable stimulator s/n (B)(6) was subjected to visual inspection and functional testing. While the visual inspection indicated overall structural integrity, the device failed all electrical functionality tests. Neither side of the stimulator delivered current output. Given the preserved physical integrity and the failed electrical measurements, an antenna failure is the most likely explanation for the observed electrical malfunction.